Event description:
Patient underwent endoscopy for routine 6-month removal of the device on (B)(6) 2017. Upon insertion of the gastroscope into the stomach, md noted that the balloons were not present in the patient's stomach or duodenum. Md performed small bowel enteroscopy to the proximal ileum and confirmed absence of the balloons. A subsequent kub (x-ray) did not show the balloons in the patient's small bowel or colon. A CT of the abdomen and pelvis was performed on (B)(6) 2017 which confirmed no retained foreign body and no acute intra-abdominal or pelvic abnormality identified. Md concluded that the patient did not notice that the device had spontaneously passed in a bowel movement. Patient did mention feeling stomach aches and diarrhea a few weeks prior to (B)(6) 2017. Patient did not note any blue-green urine and was compliant with taking ppi medication.